Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that bi-polar energy was not working during a procedure, indicated by a question mark on the integrated electrosurgical unit (iesu) or erbe for bi-polar. The customer swapped bi-polar ports and instrument energy cables, and technical support engineer (tse) suggested swapping out the instrument. The customer needed to obtain another instrument, while the surgeon decided to proceed using monopolar energy to complete the procedure. The customer requested a system check. Troubleshooting was incomplete, and further testing of the bipolar function was recommended. If the issue persists after instrument swap, the problem might be related to the instrument energy cord or erbe. Error logs were not available, and no next scheduled procedure was known. Clinical sales representative (csr) contacted tech support, requesting fse service over the weekend. Tse informed the caller that tech support would escalate the request but could not commit to an fse schedule. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to identifying the issue. The system functionality was checked upon powering on the system, and it powered on without errors. The procedure was completed robotically using the same esu/generator without exchanging it during the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to bipolar firing issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem, ¿bi-polar energy is not working" was not confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using the system, and upon cauterizing, the unit energized all ports and instruments. The complaint was not confirmed based on field evaluation or failure analysis. The root cause could not be determined based on fse¿s investigation and will be returned to original equipment manufacturer (OEM) for further investigation. The root cause could be attributed to a generator defect based on bipolar firing issues.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.